Manufacturer narrative:
.

Event description:
Procedure: laparotomy. Patient sex: unk. According to the reporter: the device broke inside the patient's abdomen. The broken pieces were retrieved by the surgeon. The tissue was then resected. The resection was planned before the incident. There was no injury reported. Upon receipt of the device for evaluation, tissue remnants were observed in the cartridge. Based on this it is assumed that the device locked down on tissue and needed to be cut off. However, the reporter did not indicate this. Therefore, this event will be reclassified as a serious injury.